Event description:
It was reported from colombia that during a sigma press fit condylar (p.f.c.) Implementation, it was discovered that the saw blade device of the trauma recon system (trs) motor was fully worn, making it difficult to cut the bones to the point where the saw head overheated. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: trauma recon system (trs), on (B)(6) 2023 d4, h4, UDI: the serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. G1-1: the manufacturing site name is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).